Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, premature battery depletion was noted on the device. Technical support was contacted and suspects overestimation of the battery longevity at the previous follow-up in clinic. The physician is not ruling out premature battery depletion. The device will be exchanged when it has reached elective replacement indicator. The patient was stable and will continue to be monitored.